Manufacturer narrative:
Product was returned for evaluation: in the failure analysis performed, the returned unit was found to meet all acceptance criteria. The complaint could not be verified through failure analysis. The cause cannot be confirmed, as no issues relevant to the failure were noted from the DHR review, trending, or failure analysis, and proper finished goods testing was performed prior to release as indicated in the DHR. Between 05nov2019 and 30jun2020, approximately 2,200 mdrs submitted electronically by integra lifesciences via trackwise, integra's complaint handling system, were not received by cdrh due to a computer system issue. Within this time period, an error with integra's middleware, which facilitates communications between trackwise and the FDA system, caused the complaint records to close and indicate we had received an acknowledgement 3 from the FDA when we had not. Integra interpreted the acknowledgement as a successful submission; however, subsequent investigation revealed the acknowledgement 3 received was from our middleware and not from the FDA (these acknowledgements have been retained as part of the documentation of the MDR). The malfunction was related to the relocation of the trackwise application to a new data center during the transition of integra's corporate headquarters from plainsboro, nj to princeton, nj. Previously, integra had been successfully receiving acknowledgements 1, 2, and 3 from the FDA, and our records reflect these acknowledgements, including the date and time stamps. CAPA pr 229048 and nc 20-011 have been opened by integra to further investigate the nonconformance and develop a corrective action plan. The middleware error has been corrected, and integra has filed mdrs since the correction and verified that the appropriate acknowledgements have been received from the FDA. Integra is resubmitting all impacted MDR reports for the time period 05nov2019 through 30jun2020. Integra lifesciences contacted (B)(6), director of regulatory programs, office of product evaluation and quality and (B)(6), assistant director, MDR team, office of product evaluation and quality on (B)(6), 2020 to report these issues regarding MDR reports.

Event description:
N/a

Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.

Event description:
It was reported that the complaint perforator was used during a vp surgery. However, when the surgeon used it to make the first burr hole in craniotomy at the ventral horn, the auto release did not work and the dural injury occurred. The injury was about 1cm of depth. The surgeon attempted to remove the perforator from the craniotomy, only the inner drill was removed and the outer plastic sleeve with the outer drill reminded. Then it was removed from the craniotomy eventually. Hemostasis was achieved by microwave coagulation and it was verified by CT. The patient is now under monitoring in the ICU. The perforator was inspected and prepped as per the IFU prior to use. The device was held in the correct angle during use. The concomitant drill was midas, and the speed was 75000. This surgery is due to idiopathic normal pressure hydrocephalus. No further information was provided by hospital. The product will not be returned to your site.